Event description:
Additional information was received from patient (pt) who reported the implantable neurostimulator (ins) charge would only last 3-4 days. They reported the cause of this issue was not determined and they need to charge their equipment. No actions have been taken to resolve the issue and the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 event date is approximate. Month and year of event confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reports they used to charge once a week and now they need to charge every 3 days. Pt reports this started about 2 weeks ago. Agent redirected pt to their managing physician (hcp). No symptoms were reported.